Manufacturer narrative:
(B)(4). The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. The pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir tube lip completely broken off.

Event description:
Customer reported via phone call that the insulin pump had a cosmetic damage. Customer stated that there was damage on the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.